Event description:
It was reported that this pacemaker system exhibited oversensing on the atrial channel. No adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this pacemaker system exhibited oversensing on the atrial channel. No adverse patient effects were reported. At this time, this device system remains in service.